Event description:
Information received by medtronic indicated the user calling to get the app was not recognizing insulin pump. Issue was not resolved. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.